Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were numerous v-v interval events, along with a polarity switch due to out of range impedance. Oversensing, noise, variable and undefined high impedance in both unipolar and bipolar, and a suspected lead fracture were also noted. Reprogramming was performed, and the right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor was fractured. If information is provided in the future, a supplemental report will be issued.